Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). There is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the to gi bleeding and av malformations are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, age, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted from a skilled nursing facility (snf) with complaints of melena and bright red blood per rectum (brbpr), supratherapeutic inr, and decreasing hemoglobin. Esophagogastroduodenoscopy (egd) results revealed non-bleeding arteriovenous malformations (avms) which were treated with argon plasma coagulation (apc) and removal of one polyp. No changes were made to the patient's anticoagulation regimen. The patient was discharged back snf on (B)(6) 2015 and to date is doing well with no further bleeding issues. Investigation is ongoing.